Manufacturer narrative:
An evaluation of the device cannot be performed as the device was returned to the patient and not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient states he tried to stand up out of a chair and later noticed his knee hurt. Upon physical exam, patients' knee would sublux in a way that it was obvious the post of the triathlon ps insert had broken off.

Manufacturer narrative:
An event regarding fractured ps post involving a triathlon ps insert was reported. The event was confirmed. Device evaluation and results: the material analysis indicated that: burnishing, scratching and 3 body indentations, observed on the articulating surfaces, are commonly found damage modes in uhmwpe inserts. The insert post fracture occurred from being overloaded in the posterior to anterior direction. No material or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: the medical review indicated that in this large, morbidly obese patient with five years of repeated impingement of the posterior surface of the ps insert post on the metallic femoral component, a resulting fatigue fracture of the post propagating posterior to anterior occurred. Ligamentous imbalance may have contributed to this scenario. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for this clinical situation. Device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the reported lot referenced. Conclusion: the material analysis of the device indicated that: burnishing, scratching and 3 body indentations, observed on the articulating surfaces, are commonly found damage modes in uhmwpe inserts. The insert post fracture occurred from being overloaded in the posterior to anterior direction. No material or manufacturing defects were observed on the surfaces examined. The medical review indicated that the medical review indicated that in this large, morbidly obese patient with five years of repeated impingement of the posterior surface of the ps insert post on the metallic femoral component, a resulting fatigue fracture of the post propagating posterior to anterior occurred. Ligamentous imbalance may have contributed to this scenario. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for this clinical situation. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient states he tried to stand up out of a chair and later noticed his knee hurt. Upon physical exam, patients' knee would sublux in a way that it was obvious the post of the triathlon ps insert had broken off.